Manufacturer narrative:
A ge service representative performed an on site investigation. The iris potentiometer was repaired. The system was tested and operates as intended.

Event description:
The customer reported the 9600 system displayed a bad iris potentiometer error message. No patient injury was reported.